Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #2 is being corrected from blank to (B)(6) /2021.

Manufacturer narrative:
Initial reporter phone no. Is (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the twist clamp of a peritoneal dialysis (pd) transfer set was damaged. This issue was identified at the hospital capd room after treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: e2403 was added to f10/h6: health effect clinical codes (previously, emdr was submitted without a clinical code). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye, was performed with no issues noted. Functional testing including leak, clear passage and clamp function testing were performed, with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.